Event description:
It was reported that the ventilator lost o2 supply pressure while it was connected to a patient. The ventilator was replaced. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Alarms for gas supply pressures low was noted in provided ventilator logs. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).